Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in the middle portion of the lad coronary artery, the maverick monorail balloon lost pressure at 4 atm's on the initial inflation. The patient was asymptomatic during this event. A 7f introducer sheath (type unknown), a bmw guidewire (size unknown), a cordis jl 4 guide catheter (size unknown) and an encore26 inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.